Manufacturer narrative:
Follow-up # 1: 09/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were intermittently responsive. The keypad cover was removed and contamination was present under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons had been intermittently unresponsive and required multiple harder button presses to elicit a response. The patient noted that the buttons "felt softer than normal." The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with paper towel and water. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.